Event description:
Sales representative reported "was stained when they opened the box". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: delivered as unsterile product: observed a yellow discoloration of inner lid. Further investigation inv-46048 and ncr 616861 were opened to analyze this event. No other observations observed on the device or device packaging.

Manufacturer narrative:
The device has been received at the lab; evaluation yet to be completed. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1187217 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. According to the complaint review there is no information if the device and/or packages will be returned for analysis in the device analysis laboratory. A review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of defective tyvek, thermoform or pouch is a known event, for which current process controls and inspections are established to reduce the incidence of these defects. Additionally, the incoming process performed a visual inspection that included the revision of the tyvek color according to the drawings 6476 rev 21.0 and 6477 rev 17.0 and the inspection was noted acceptable. Furthermore, a review of all lid discoloration complaints for gel breast implants that have been manufactured in the last 2 years (from may-2022 through apr-2024) was performed and one point is above the upper control limit, however, the additional analysis shows that all the results met the acceptance criteria and no issues were found related to manufacturing or inspection processes. Per evaluation performed in this investigation and the analysis of the ncr 616861, that is row risk, this case is not confirmed as high impact complaint. No further actions are required at this time. However, refer to the ncr record for additional details about this event on gtw system.

Event description:
Sales representative reported "was stained when they opened the box". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of delivered as unsterile product is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delivered as unsterile product.

Event description:
Sales representative reported, "was stained when they opened the box". Device was not implanted.